Event description:
The reporter indicated that atrial sensing is normal; however ventricular sensing is not. A total loss of atrial capture was observed. The pacemaker appears to have been reprogrammed.